Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the lead wire's tensile strength.

Event description:
No new information received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: since it couldn¿t be detached, the product was retrieved and another product was used, allowing the procedure to be completed successfully. No injury. No impact to the patient.